Event description:
The customer reported that blood pressure not reading when set to low measurements. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed a philips remote service engineer (rse) which included interviewing the customer and assisting with the troubleshooting of the unit. The customer recalled testing the unit with a simulator. The unit should have alarmed when set to neonatal and 170/40. The customer noted the nbp was not providing correct readings under pediatric profile. When the unit was set to a pediatric profile and configured to 120/80 it does provide a reading. A philips remote clinical application specialist (cas) looked into the matter and worked with the customer to review both the neonatal and pediatric profiles. During testing using the neonatal setting on the simulator, no reading was produced; however, the results observed were accurate. Based on troubleshooting, the issue is likely related to the nbp pump, so the customer was provided replacement part information. The cas walked him through how to change to a neonatal profile, and they started a blood pressure. It would not register even in neonatal profile. The rse provided the customer with replacement part information for both the nbp pump and the main board. The customer elected to proceed with replacement of the nbp pump only. The rse subsequently attempted to follow up with the customer to determine whether the pump replacement resolved the issue; however, the customer could not be reached. No further follow-up has been received, and no additional complaints or service cases related to this issue have been reported. Based on the information available in the case and provided by philips personnel, the cause of the reported problem was confirmed to be the nibp pump. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.